Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during parotid surgery, one of the electrodes stopped working. After repositioning also, the problem persisted. The procedure was completed with backup product and there was no patient impact.

Manufacturer narrative:
H6: code updated, previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the sample was completed and concluded that the open pouch, green, red/white, blue, and red electrode were returned in a large plastic sleeve. The pouch was open from 3 of 4 sides when returned. Upon return, there were no traces of contamination observed on the returned electrodes, and all electrodes¿ needles were protected with foam sheath. Electrically for green and red/white electrodes, the cable shall exhibit continuity from needle tip to the connecting pin with individual resistance that shall be less than 2 ohms, and the actual measurements were 1.0 ohms green, and 1.0 ohms red/white electrode, both within specification. Electrically for blue and red paired electrodes, the cable shall exhibit continuity from each uncoated needle tip to the connecting pin with individual resistance that shall be less than 2 ohms, and the actual measurements were 1.8 ohms blue electrode, and there was no reading in red electrode. All electrodes were in specification except red electrode that resulted in no reading - open circuit. H6: codes updated, previously applied codes fdm b17, fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.